Event description:
Closing up a perforation with a resolution 360 ultra clip. The device was threaded through the scope biopsy channel. Upon advancing it into the view of the scope camera and attempting to implant it, it was determined that the clip would not deploy because it was not correctly attached to the end of the device. The clip was not pointing straight on and instead was offset. The clip was withdrawn from the biopsy port.